Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient stated that the stimulation is not working . The patient sync patient programmer and therapy was noted on. Patient increased their stimulation from 1.2 to 1.5 where the patient could feel the stimulation in the correct location. The patient had a fall on saturday and their therapy stopped helping then. Patient services reviewed talking to their hcp and to possibly have an x-ray to review if the lead had moved or not. Patient will monitor symptoms now that change was made and will follow up with hcp if doesn't resolve. No further complications were reported.